Event description:
Customer reported to beckman coulter, inc. (Bec) that there was some dried blood on the right hand side of the coulter lh 500 hematology analyzer, near the laser and at the mixing chamber. Customer reported that the leak was contained within the unit. Customer reported that the leak was mostly dry around the bottom of the mixing chamber. Customer reported that the volume of the leak was less than 1 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the source of the leak was coming from a tubing of the differential mixing chamber. The fse replaced the differential mixing chamber and the associated tubings.

Manufacturer narrative:
(B)(4).